Event description:
On (B)(6) 2011, the reporter/health care professional contacted lifescan from the (B)(6) alleging an "error 2" issue with a onetouch verio meter. The reporter contacted lifescan on behalf of a patient and did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter had an "error 2" issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips have been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. The 510 (k) # is k093745.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: on (B)(4) 2011, the test strips were tested and the primary complaint was not confirmed. However, a secondary issue was noted with the test strips, where an error 4 message was observed during performance testing with the control solution. Lifescan has requested the meter involved with this complaint; however, lifescan has not received the meter. A follow-up report will be sent if lifescan obtains additional information.